Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain. Update rec'd 6/25/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Litigation also alleges popping/snapping sensation. There is no new additional information that would affect the outcome of the investigation. Update 1/28/15 - (B)(4) pfs and medical records received. Pfs identified patient dob, height and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
(B)(4). Reason for original complaint ¿ patient was revised to address pain. Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Litigation also alleges popping/snapping sensation. There is no new additional information that would affect the outcome of the investigation. Update (B)(4) 2015 - disc 208 pfs and medical records received. Pfs identified patient dob, height and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.